Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced persistent hyperglycemia with blood glucose values in the 300s for over 90 minutes while using a 6 mm, 23 inch infusion set placed on the thigh; upon site removal to replace the set, bleeding was observed at the insertion site, and the agent assisted with a site change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education, and an ilet alert 315 was reported. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.